Event description:
Pt with type-1 insulin-dependent diabetes mellitus who despite maximal medical management with exogenous insulin suffered from poor glycemic control and metabolic instability. In addition, pt also suffered from hypoglycemic unawareness and was therefore referred and evaluated for pancreatic islet transplantation. Pt underwent pancreatic islet transplantation and immediately regained glycemic control as well as metabolic stability and insulin freedom. Pt due to poor venous access had a pic line in the right upper arm and progressed very well through the early posttransplant period, however pt developed an elevated temperature to 102 f and localized tenderness at the site of the pic line insertion. Pt asked to come to the emergency dept. Pt was found to have tenderness and erythema at the site of the pic line insertion and a low white blood cell count. The pic line was removed -tip sent for culture- and blood cultures were obtained. Fever work-up, including cxr, urinalysis and urine culture in addition to cmv antigenemia, and quantitative ebv, was completed in the emergency dept. Pt was admitted to the hosp for intravenous antibiotics for a presumed central venous line infection through a separate peripheral i.v. Access site. Pt also had an ultrasound of the right upper arm pic line entrance site to make sure they did not have an unrecongnized fluid collection. The fever and arm tenderness both resolved within the next 48 hours, the pic line and peripheral blood cultures did not grow any bacteria and the remainder of the fever work-up was unremarkable. Therefore, pt was discharged home on oral antibiotics cleocin and levaquin x 12 days. Despite the lack of positive culture results reporter still feels that the most likely source of the elevated temperature was the pic line regardless of the culture results. Pt did not develop a leukocytosis or decline in pancreatic islet allograft function throughout the event and continues to have excellent glucose control at the time of discharge.